Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit was tested using a 5% o2 calibration gas and the device read 33%. In the notes of the case, the customer then goes on to state, "unit was involved in a pat (patient) incident due to display inaccuracy. No injury reported".

Manufacturer narrative:
.